Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer was receiving multiple inaccurate fill estimates intermittently. Additionally, the customer received a cartridge alarm (cartridge alarm 19) during the load process. The customer's blood glucose reached 472 mg/dl. Reportedly, the customer loaded a cartridge which displayed an accurate fill estimate and the customer's insulin delivery was resumed.